Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. Evaluation of performance and safety outcomes of contour¿ curved cutter stapler and reloads and echelon contour¿ curved cutter with reload. Urologic procedures: contour curved cutter: staple line leak. Presence of an ICD-10-cm diagnosis code for wound disruption within 30 days post-procedure where a study device was used. Diagnosis code (ICD-10-cm). Contour curved cutter: postprocedural hemorrhage. Presence of an ICD-10-cm diagnosis code for postprocedural hemorrhage during the index admission where a study device was used. Diagnosis code (ICD-10-cm).

Manufacturer narrative:
(B)(4). Date sent: 3/29/2024. D4: batch # unk b3: unknown; captured as awareness date. This report is related to a clinical evaluation report from a related research activity database; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.